Event description:
Ous MDR - after an implantation time of 2 days, exit block was reported. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
In the returned state, the lead was destroyed. The lead had been cut through 13 cm distal of the is-1 connector pin, probably with a scalpel. Both fragments were available for analysis. During the visual inspection, it was detected that the inner conductor helix between screw head and ring electrode was kinked. The analysis showed that the cause was probably mechanical stress during the implantation. During the continuing analysis, no further deviations from the technical specifications were found, which could be related to the clinical complaint. In summary, a deformation of the inner conductor helix was found, which negatively impacted the functionality of the active fixation. There were no indications of material defects or manufacturing errors.